Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® uniperc® adjustable flange extended-length percutaneous kit tracheostomy tube broke while the device was inserted. The issue was observed by a specialist surgeon. No patient injury was reported. The incident was considered resolved.